Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed hand prime using a new lab reservoir and found occluded at p-cap connection section. Analysis was unable to confirm if the customer received the infusion set occluded due to customer returned the infusion set opened and used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was 134 mg/dl at the time of incident. The customer performed fix and the insulin did exit. The customer stated that they found that the cannula was not bent after removing the infusion set. The customer performed fix again and the insulin did exit. The infusion set will be returned for analysis.